Event description:
Information received from the field notes lead dislodgement as seen on fluoroscopy on january 6, 2005. Capture thresholds were 7.5 v, 0.4 ms. At a previous follow-up, the patient reported feeling diaphragmatic stimulation. The stimulation was last felt on december 25, 2004.